Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery, which was resolved by an infusion set change. The customer stated that she was unsure whether the issue was related to the insulin pump or infusion set. The blood glucose reading was over 250 mg/dl, and she complained of lethargy. She stated that her blood glucose levels were very bad over the last week. The blood glucose reading rose as high as 475 mg/dl, which was treated with a manual injection. She noted that she had recently gone to her doctor to make changes to the insulin pump programming. The basal rates had been programmed correctly. She declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.